Manufacturer narrative:
The subject device is not available for a technical evaluation. A review of the device history record could not be performed because the lot number was not available. The cause of the reported event cannot be determined.

Event description:
Boston scientific was notified of the following event : a physician was attempting to advance either a guidewire or a coil through a tracker excel-14 2-tip microcatheter, but the device would jam at the transition from the hub to the body of the microcatheter. It was reported that the teflon lining appeared to be shearing off from the microcatheter at the transition zone.